Manufacturer narrative:
Age at time of event: (B)(6) years. Additional suspect medical device components involved in the event: model: sc-2408-56, serial/lot: (B)(4), description: avista MRI perc lead kit 56 cm. Model: sc-4316, description: clik anchor. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patient underwent a lead revision surgery due to lead migration. The physician noted, during the procedure, that tension had been applied to the lead anchor and the head side was bent.